Manufacturer narrative:
Received FDA medwatch # mw5066088 12/21/2016. The complainant reported he has been using the nova max plus meter since 2014. The complainant has called into nova customer care line a total of eight (8) times since 2015. Subsequent to the one reportable event, 3004193489-2015-00130 dated 9/18/2015, the complainant contacted nova customer care one (1) time with an accuracy issue. The complainant's alleged deficiency of inaccurate readings could not be confirmed; the lot number of the test strips in use at the time were not identified and the complainant did not return any reported products.

Event description:
Mw5066088 dated 11/29/2016. "Reporter states "...that in the year of 2014, he began using the nova max plus glucometer and immediately began receiving inaccurate readings either too high or too low. While in the clinic, he was instructed how to use the device. Upon using it, his first glucose reading was 300 mg/dl. Unsure of its accuracy, he tested it again and received a reading of 100 mg/dl. He has gone back to complain and has been given a new glucometer each time. He is currently using his third one. He was told that the issue may have been with the test strips but since then he has been using a number of different test strips but the same issue of inaccurate readings still persists. He stated that the diabetic clinic is aware of this issue because it has happened to other people and the clinic has reported it to the manufacturer, he goes on to say that when he contacted the manufacturer they claim they have not received any issue report upon using this device he has been improperly managing his glucose levels causing him to have episodes of syncope, diaphoresis, tremors, and cyanosis of his lips. He goes on to say that he may have had a possible stroke and heart attack but is unsure. He is unable to go the hospital due to his lack of insurance. He plans to pursue legal action against the manufacturer and 'contact his channel news' about this."